Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a resection of rectum by laparoscopy, one jaw broke in the abdomen. The forceps was maintained by the help operator. No excessive force was applied to the forceps. The surgeon observed the breakage during procedure and he removed the broken jaw in abdomen.

Manufacturer narrative:
Integra has completed their internal investigation on march 9, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; the mobile jaw is broken. The fragment was returned. An observation under microscope allowed to verify that the jaws¿ thickness is compliant with the manufacturing specifications. A corroded area can be observed within the fracture zone. It suggests the presence of a crack prior to the breakage. A thorough observation of the breakage area did not reveal manufacturing or material defect. DHR review; no anomalies that could be associated with the complaint were observed complaints history; no adverse trend. Conclusion: considering that no material or manufacturing defect was found and that there are evidences of a crack prior to the breakage, the most probable cause of this rupture is the recurrence of impacts on the instrument during its use, which weakened the jaw and progressively led to the reported event. Moreover, the IFU provided with the device requires to: "check the condition of instruments before and after each case. Remove from use any incomplete or poorly operation instruments".